Manufacturer narrative:
Based on device history review it can be highlighted that the unit had been installed since 2019 and a similar event was notified in 2022. Based on previous investigation results, it cannot be ruled out that the root cause of the reported event was most likely due to the following contributor: the corrosion of the stirrer motor bearing due to condensation or high temperatures and high level of humidity in the stationary phase that led to the motor shaft block. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater/cooler. The incident occurred in kawaguchi, japan. The field service technician who discovered the reported condition checked the involved unit and found the stirrer motor on the upper part of patient side bridge to be faulty. As troubleshooting, the patient bridge was replaced. Unit was tested in the following days and no abnormality was found out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an error message (code 07) associated to stirring mechanism blocked or too slow displayed on patient side of a 3t heater/cooler. The event occurred during maintenance of the unit. There was no patient involvement.